Event description:
It was reported that during a device replacement procedure, the atrial lead exhibited low impedance. As there was concern about future failures, the atrial lead was abandoned in the patient and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.